Event description:
Caller states that the strip vial expiration date is printed as 6/31/2006. The manufacturer has the expiration date as 3/31/2006. No adverse event reported. Requested return of suspect vial and replacement was sent.